Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawers 1-1 and 1-2 were not being detected due to possible controller board failure. A field service engineer replaced the modular drawer controller and drawer controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawers failed to detect on communication bus when user tried to access pain medication for a post-delivery patient. Customer stated that there was a 10-minute delay to patient care as the nurse attempted to recover the storage space and then went to another unit to get the required medication. The customer added that the patient experienced pain while the delay was happening to obtain the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jan-2022 to 15- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the device's controller board failure. The field service engineer replaced modular drawer controller and drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawers failed to detect on the communication bus when user tried to access pain medication for a post-delivery patient. Customer stated that there was a 10-minute delay to patient care as the nurse attempted to recover the storage space and then went to another unit to get the required medication. There were no adverse events or injuries reported based on this event.